Event description:
Reported one false positive sars result.. The customer communicated the result tested negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: issues resolved after decontamination. Root cause: lab environment issue. Source: email.